Manufacturer narrative:
(B)(6). One endobutton continuous loop btb was returned for evaluation. Device was returned with the cl cut in four pieces. Dimensional evaluation of the cl is prohibitive due to its condition. The endobutton was dimensionally inspected and found to meet print specifications. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4)

Event description:
During anterior cruciate ligament acl reconstruction the surgeon used endobutton cl btb 20mm; the surgeon tied the loop with graft, but the knot was made too close to the button. So the button got stuck in the bone tunnel of the endoscopic cannulated drill bit, 4.5 mm, the knot interrupted/ interfered between button and the tunnel. The surgeon cut the loop of the device and used another endobutton cl btb 20mm to complete the operation. There was a operative delay of 60 minutes in the procedure.